Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files, replaced the footswitch, and reset the memory nodes. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that fluoro continued after release of the footswitch. No pt injury was reported.